Event description:
Previous saline implant ruptured on the left side back in 2005. I had a bilateral replacement with natrelle style 410 cohesive gel breast implant. About 8 years after having them, I started having health issues. Over the last few years they have gotten progressively worse. These are my symptoms: cognitive dysfunction, fatigue, dry skin, weight problems, inflammation, estrogen imbalance, low libido, digestion problems and sudden food intolerance, joint pain in my hands and fingers. Two c-sections incisions that both became infected and required flushing and packing, heart palpitations, swollen lymph nodes, numbness in my hands and forearms and tingling sensations in my legs.